Event description:
The complainant stated that the nurse call function is not working. There is no relay when the nurse call button is pressed from any of the siderails on the bed.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.